Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, at the end of the procedure, it was noted that the port/cannula was cracked. A piece of the cannula was found in the surgical cavity and removed without incident. No pt injury reported.